Event description:
The one touch ultra meter was giving inaccurately high readings. On april 17,2006 the patient obtained a fasting blood blood glucose reading of 170 mg/dl on the reported meter and took his normal dose of 30 units of novomix 30 insulin, at 12:00pm the patient obtained a reading of 223mg/dl and took 18 units of novorapid insulin; at 4:00pm the patient experienced the symptoms of being nearly uncscious and inability to swallow. His blood glucose level was not tested at that time. Family members atte4mpted to give the patient a small amount of soda to drink, and contacted emergency services. The paramedics arrived and gave the patient an injection of either glucose or glucagon. At 6:00pm the paramedics obtained a blood glucose reading, using the patient's meter, of 102mg/dl. The tsr confirmed with the reporter that the patient was not given the dose of 27 units novorapid insulin as was originally reported. The patient was transported to the emergency room with a diagnosis of hypoglycemia, and was discharged a few hours later. For two days prior to the event, the patient had obtained blood glucose results that were in his expected range, between 70mg/dl and 140mg/dl. The patient has been diabetic for five years, and has been treated previously for hyperglycemia. In 2006, the patient was admitted to the hospital due to another hypoglycemic episode. The patient takes novorapid and novomix 30 insulins on a sliding scale, and glucophage 3 times per day. The patient does not have a backup meter, the tsr determied during the troubleshooting telephone call that the patient's testing technique was incorrect and the calibration code number was programmed incorrectly for the test strips in use both of which can cause inaccurate results. The tsr also determined during the call that the meter's date and time were incorrect. The meter , test strips and control solution were replaced. The patient took his noon insulin following use of the meter, became hypoglucemic and received medical attention. The patient later was admitted to better control his diabetes as he has had a second hypoglycemic episode.